Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 291909 on panther instrument sn (B)(4) which had 45 discrepant samples. Customer uploaded logs for review after many runs were invalidated, but the wl in question was valid and had results reported out. 55 positive samples were retested on a cepheid platform, and all but 5 resulted as negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but customer immediately amended the results with no associated/reported adverse events.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and determined there was likely kit contamination since all runs except the wl in question were invalidated. Ts advised customer to discard the affected kit and clean the lab workspaces. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.